Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual examination of the returned products identified the following: the distal femoral component exhibits signs of use (mating components remain assembled). Evaluated mating component (segmental distal poly box) and exhibits signs of wear (nicked, gouged, discoloration). Visual inspection of the articular surface with segmental hinge post exhibits signs of wear (nicked, gouged, discoloration). The device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: 00585003012 64174174 articular surface with segmental hinge post size c 12 mm height, 00585004605 62377191 segment with male/female taper 50 mm length unk stem, 00585001395 unknown lot polyethylene insert size c, 00585204025 unknown lot stem collar 25 mm o.d. For use with 16 mm or smaller diameter segmental stems. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient¿s knee was revised due to hyperextension. Attempts have been made and additional information on the reported event is unavailable at this time.